Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This is one of two devices that may have been the subject of the malfunction; however, the exact device could not be determined. Manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-01628 / 01629).

Event description:
Patient underwent an unknown metatarsal procedure utilizing a staple introducer. During the procedure, one of two staple holders would not disengage from the staple causing the patient's toe to fracture. The fracture was repaired with a screw.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.